Event description:
It was reported that while using the implant inserter to remove the implant, the tip of the inserter was broken off. In addition, the implant had to be broken to be taken out. It is assumed that the broken instrument tip was retrieved with the implant debris. The implant was replaced. The procedure was complete without further complications. The pt reportedly was doing well.

Manufacturer narrative:
(B)(4): visual examination confirms the inferior tang is broken off. Microscopic examination of the fracture surface suggests a quasi-brittle fracture, with no indication of fatigue. The direction of fracture initiation is consistent with failure due to sharp corner at the base of the inserter tangs resulting in stress concentration and failure during usage. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.